Event description:
It was reported there were telemetry issues. The health professional claims that the implantable neurostimulator was not working, which resulted in a loss of therapeutic effect. There were multiple communication attempts using the clinician programmer. Xrays showed the device was not flipped. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was that the battery was assumed to be at end of life as 'nothing registered.' It was unknown if the battery depletion was normal. The patient did not want to have any further action done at the time. The patient outcome was noted as no injury.

Manufacturer narrative:
Product ID 748240, serial# (B)(4)l implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot# v002272, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)